Event description:
Reporter alleged blood glucose measured 70 mg/dl at 7:09 pm back to back with a result of 329 mg/dl at 7:11 pm. No actions were taken or treatment received as a result reportedly. A request was made for the return of the suspect device and replacement product was sent.